Event description:
It was reported that immediately following a sling procedure in 2007, the patient was placed in retention. Retention was prolonged with self-catheterization following a foley catheter for 14 days. The doctor performed a sling lysis in 2008. Additional information has been requested but not yet received.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown; therefore, no review of device history record could be performed. Temporary urinary retention is a well known potential complication of this type of procedure. The instructions for use which accompanies each device states in the section labeled: adverse events that complications associated with the proper implantation of the align urethral support system may include but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the mesh sling implant.